Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: bmw, choice extra support ; guide catheter: jr4 ; guideliner. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified right coronary artery. A 2.5 mm unspecified balloon catheter and was used for pre-dilatation then a 3.0 angiosculpt balloon catheter was used. An attempt was made to advance a 4.0 x 18 mm multi-link 8 stent delivery system (sds) but it could not cross. Additional pre-dilatation was performed with a 3.5 mm trek balloon catheter with a buddy wire as support. The multi-link 8 sds was again advanced but it still could not cross the lesion due to the calcification. A guideliner was advanced to the beginning of the lesion and the same multi-link 8 was advanced and it still could not cross. The catheter was pushed a little harder and the shaft near the hub of the multi-link 8 separated. The separated portion was easily removed as it was separated outside the anatomy. The stent was still on the balloon. A non-abbott stent was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported detachment of the device (shaft separation) was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. It was reported that the device was removed from the anatomy and re-inserted after additional pre-dilatation was performed. It should be noted that the multi-link 8, multi-link 8 small vessel (sv) and multi-link long length (ll) coronary stent systems (css) instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The investigation determined that the reported failure to advance and shaft detachment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.